Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and displayed an error message (sf179) related to the super capacitor. It was reported that the patient had an oxygen desaturation, was removed from the device and manually ventilated.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for investigation. Review of the device data logs could not confirm the device unexpectedly stopped ventilation or displayed sf179 on the date of the reported incident (september 22, 2022). Based on the available information, there is no relationship between the adverse event and the device. Review of the device data logs revealed the device displayed error message sf179 on (B)(6) 2022. Sf179 does not impact ventilation. Visual inspection of the main circuit board revealed a leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf179 was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and displayed an error message (sf179) related to the super capacitor. It was reported that the patient had an oxygen desaturation, was removed from the device and manually ventilated.

Manufacturer narrative:
The astral device was returned to resmed for investigation. Review of the device data logs could not confirm the device unexpectedly stopped ventilation or displayed sf179 on the date of the reported incident ((B)(6) 2022). Based on the available information, there is no relationship between the adverse event and the device. Review of the device data logs revealed the device displayed error message sf179 on (B)(6) 2023. Sf179 does not impact ventilation. Visual inspection of the main circuit board revealed a leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that sf179 was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and displayed an error message (sf179) related to the super capacitor. It was reported that the patient had an oxygen desaturation, was removed from the device and manually ventilated.